Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿migration patterns of cementless press fit cups in the presence of stabilizing screws in total hip arthroplasty¿ by c. Zilkens, et al, published by european journal of medical research (2011), vol. 16, pp. 127-132, was reviewed. The aim of this study was to evaluate the initial acetabular implant stability and late acetabular implant migration in press fit cups combined with screw fixation of the acetabular component in order to answer the question whether screws are necessary for the fixation of the acetabular component in cementless primary total hip arthroplasty. The authors do not identify the femoral components used within this study performed between 2001 and 2007. The cups and liners used were depuy and competitor products. Implanted depuy products: 33 duraloc cups and polyethylene liners. The cups were secured with an unknown number of acetabular screws. Results: the authors do not identify the results by component manufacturer. The actual number of impacted depuy products is unknown. 1 cup, screw, and liner revision due to aseptic loosening of the cup. Intraoperative findings revealed cup migration secondary to the loosened cup. There was no reported product problem with the acetabular liner. 1 liner exchange due to recurrent dislocation. The manufacturer of the head is unknown and therefore not included in this complaint. 1 liner revision due to excessive wear. 1 superficial infection treated with surgical incision and debridement. No revision surgery was required. There were an unknown number of radiographically identified asymptomatic radiolucent lines that required no intervention. 23 cases of radiographically identified, asymptomatic osteolytic lesions. No treatment or intervention required. There were an unknown number of mispositioned and migrated acetabular cups and screws. There were no patient consequences and no intervention was required. Captured in this complaint: duraloc cup and screw: implant loosening and migration. Infection, surgical intervention, inadequate osseointegration, and medical device removal. Poly liner: bearing wear and implant dislocation. Medical device removal, surgical intervention, joint dislocation, osteolysis, and infection. Duraloc cup and screw: implant migration and malposition. No patient consequences, no clinical signs, symptoms, or conditions. "

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # : (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.